Event description:
It was reported that the insulin gauge was displaying a different amount than expected, with the caller experiencing an issue with the fill estimate on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was educated by technical support on the importance of removing air from the cartridge prior to filling and acknowledged the instructions but chose not to load a new cartridge, opting to continue using the current one and follow up if necessary.